Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coord reported that the pt was admitted to the hosp for non-lvad related issues. The log file contained a total power loss. It appeared that the pt may have been in the process of switching both power leads from power module to battery power during the event. There were several events recorded, which indicated that the pt cable was supplying less than the typical voltage. The pt cable was replaced.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.